Event description:
As originally reported: on 2010 -- pt had an abdominal abscess and underwent bowel resection, subsequently a xenmatrix product, 35 cm, was implanted in pt's abdominal wall. On (B)(6) 2010 -- surgeon reported it is now approximately 6 weeks post xenmatric implant and the pt has an infection present in the abdomen. A culture of abdomen was taken sunday (B)(6) 2010, and results were not available. As per medical record review: on (B)(6) 2010 -- pt underwent diagnostic laparoscopy, extensive lysis of adhesions, small bowel resection, anastomosis with open ventral hernia repair with xenmatrix surgical graft. A previously placed parietex mesh was explanted at the time of the xenmatrix implant. On (B)(6) 2010 -- pt was re-admitted with abdominal pain and found to have abdominal abscess that was drained by interventional radiology. Cultures from fluids, drainage from abscess shows (B)(6) and (B)(6).

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. The warning section of the IFU states "if an infection develops, treat the infection aggressively." No conclusion can be drawn at this time. Available information indicates no device will be returned and/or additional information will be provided. We therefore, consider this report complete to the best of our current knowledge.